Event description:
Patient sample will recover with a positive bias of approximately 60 umol/l when using ammonia catalogue number am1054 batch 326180. All affected customers have been contacted and instructed to discontinue use and discard, their inventory will be replaced. The ammonia test is generally ordered along with glucose, urea, electrolytes, kidney and liver functions tests alp, ast and alt therefore it is not considered a single conclusive diagnostic test to initiate therapy.